Event description:
Resectoscope was employed for hysteroscopic polypectomy. Shortly after initiating use (1-2 minutes), sparks were visualized by operator with odor concerning for tissue burning. Electrosurgery immediately discontinued. Inspection of endometrial cavity and endocervical canal without evident tissue damage. Preferred operative modality, i.e. Use of resectoscope, aborted and procedure completed with polyp forceps to gain sufficient sample for tissue diagnosis. Had the resectoscope been functioning properly, the entire polyp would have been removed but was deemed unsafe to continue as planned by the operative team.